Manufacturer narrative:
Additional information was received and section h should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient is alleging asthma (new or worsening), reduced cardiopulmonary reserve and lung disease. No medical intervention was specified by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Pil tech was able to confirm the device powers on and provided airflow. During review of the error logs, pil determined that the device had 24843.1 machine hours, 0 blower hours and 0 therapy hours. The error log showed 20 errors logged. 1 instance of e-100 (err_humid_no_heat) a continue error. The plate current is zero when the driver is turned on. Usually means the tco is open. 1 instance of e-63 (err_stuck_knob_key) a continue error. The rotary encoder knob is detected to be in a stuck position. Further depresses from that key will be ignored until this state has become cleared. 2 instances of e-07 (err_software) a reboot error. Programmatically, the unit has entered a state that the developers feel warrants a reboot of the system in order to correct. A general catch-all for code detection errors. 2 instances of e-53 (err_comp_log_sem_timeout) a continue error. During a change to the compliance logger, the semaphore timer expires and the semaphore is released. This can occur of the modem is removed while the compliance logger has control of the semaphore. 3 instances of e-55 (err_therapy_queue_full) a continue error. An attempt is made to post a new therapy event to the therapy queue, but the queue is full 11 instances of e-65 (err_stuck_encoder_a) a continue error. The rotary encoder channel ¿a¿ is detected to be in a stuck position. Further rotation inputs from that key will be ignored until this state has become cleared. During the investigation pil observed the air inlet filter was missing. An unknown contamination was observed on the top enclosure/ui panel. A whitish dust-like contamination consistent with mineral deposits was observed in the iso port, on the blower cap, blower housing and inside the blower motor. Potential hair-like particles were observed on the pca. Dust-like contamination was observed on the right panel, on the pca, on the blower cap, on and inside the blower motor, on the sound abatement foam and walls of the bottom enclosure. Potential degraded sound abatement foam was observed on the interior side of the blower cap, all over and inside the blower motor, inside the iso port, on and under the blower housing, and in the bottom enclosure. Pil confirmed the presence of degraded sound abatement foam. The issue of degraded sound abatement foam is addressed by CAPA 7211. (Ds6hflg) pil observed pil observed and unknown brownish contamination on the humidifier flip lid assembly, and right panel. A whitish contamination consistent with mineral deposits was observed throughout the interior of the water tank, on the flip lid assembly, flip lid seal, inside the dry box, on the dry box seals, in the bottom enclosure and lower base. A blackish contamination (potential degraded sound abatement foam) was observed inside the water tank. Dust-like contamination was observed on the left panel, on the dry box, in the bottom enclosure and lower base. Pil observed potential insects in the lower base. In box d: device available for eval? And date returned to mfg has been updated. In box h: device eval. By mfg?, (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient is alleging asthma (new or worsening), reduced cardiopulmonary reserve and lung disease. At this time, no medical intervention has been reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.